Event description:
As reported by the study, percutaneous coronary intervention (pci) was performed on a lesion in the proximal left anterior descending artery (lad) and a 3.0x13mm cypher select plus was deployed at 14 atmospheres (atm). During the 6 month-follow up interval, the patient had angina pectoris. Follow-up angiography revealed 90% of the target vessel. It was treated with a promus drug eluting stent. This patient presented to cardiac cath and 2-vessel disease was found. A staged procedure was not planned. The primary indication for intervention was stable angina pectoris. Pre-procedure ck cardiac enzymes were within normal limits. The patient's blood pressure at the beginning of the procedure was 120/70 and the heart rate was 97. The left ventricular ejection fraction (lvef) was 30-50%. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Percutaneous coronary intervention (pci) was performed on an 80% de novo lesion in the proximal left anterior descending artery (lad) of 12mm in length in a 3.0mm vessel diameter. The (b2) concentric lesion was characterized with an irregular contour, moderate calcification and thrombus absent. A 3.0x13mm cypher select plus was deployed at 14 atm by direct stenting with satisfactory results. There was no post-dilatation. The residual diameter stenosis was not documented. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not documented. Intra-vascular ultrasound (ivus) was not used. There were no procedural complications. At the 6-24 hour interval post-procedure, ck, ck-mb and troponin were within normal limits. The patient was discharged on the following day after admission. Post-procedure medications included clopidogrel for six months, statins, ace inhibitors and beta-blockers. At the 1-month follow-up interval, the patient was asymptomatic. Clopidogrel was discontinued and the patient was switched to permanent anti coagulation therapy. Other ongoing medications included ace inhibitors and beta-blockers. At the 6-month follow-up interval, the patient had angina pectoris. Ongoing medications included clopidogrel, statins, ace inhibitors and beta-blockers. The reason the patient was not prescribed aspirin was due to gastric problems.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.